Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Additional information was requested and the following was obtained: what is meant by devices would partially deploy a clip? Does this mean clip did not feed all the way into jaws of the device when loading? Or did the device actually feed the clips into the jaws, but when the device was fired, the clip would not deploy completely from the device jaws? No other details available was the clip malformed but still in the jaws of the device (the clip was not fired out of jaws)? Or was a clip fired out completely from the device but the clip was malformed? After it had fired

Event description:
It was reported that during an unknown procedure device would intermittently partially deploy a clip which would result in a malformed clip. Procedure was completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # r92c4m. Device analysis: the analysis results found that the msm20 device was returned with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 4 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.